Manufacturer narrative:
The reported event was addressed with phone support. The customer was advised to press the clutch button and reseat the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope was rotated when installed. The customer was able to resolve by re-targeting the endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the reported event could have been caused by the guided tool change function. The customer was advised to press the clutch button, and to check the rotation at the base of the endoscope to see if the issue reoccur. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following additional information: the image of the 30-degree endoscope was inverted and was not being operated by the surgeon side console (ssc) at the time. The 30 -degree endoscope was installed in the downward orientation and the surgeon confirmed the desired orientation. It is unknown if the 30-degree endoscope adapter/base was still engaged, in-synch, or attached. The reported event was resolved by re-targeting. The surgical procedure was completed with the same 30 degree endoscope. The 30 degree endoscope will not be returned to isi for evaluation. There was no patient injury.